Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: surgeon used clip applicator straight out of packet. It had not previously been used. No clip would load into the jaws. A new device was opened as a replacement instead.